Manufacturer narrative:
The device was received by western on (B)(6) 2010. The device will be examined and evaluated. Western will f/u with additional info following completion of the examination and eval.

Event description:
A nurse went to turn the dial of the regulator from the off position to the 3 lpm position when the dial/knob separated from the regulator. Oxygen vented from the regulator until the cylinder depleted. There was no injury or adverse outcome reported in conjunction with the incident.